Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer states that her insulin pump is beeping with no alarm. She states that the screen is also malfunctioning. She states that her insulin pump was exposed to moisture due to being at the lake. Customer's blood glucose is 112 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced and to revert to backup plan per health care provider. No further information provided.